Manufacturer narrative:
(B)(4). The device has been requested but not received. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: "leaking of neonatal oxygenator from the outlet port side housing." (B)(4).

Manufacturer narrative:
(B)(4). The product was requested, but the product was not returned to the manufacturer. Therefore it was not possible to perform a laboratory investigation since no sample has been received. The complaint will be reopened if the sample arrives and an investigation can be carried out. Based on this failure could not be confirmed at this time. A sap trend search was performed for p/n 70106.4525 failure code 0106 leakage housing and no similar complaint was found. Due to this information no systemic issue could be determined at this time. The meaningful DHR review could not be performed since the lot number and the serial number of product were not available.

Event description:
Ref. (B)(4).